Manufacturer narrative:
The apollo micro catheter was returned for evaluation with a 1ml syringe attached to a syringe adapter and attached to the micro catheter hub. Approximately 0.975ml of what appears to be liquid onyx was found within the syringe barrel. The syringe with adapter was removed from the micro catheter hub. Approximately 25.0cm of the micro catheter distal floppy segment was found to be missing. This missing segment was reported to remain within the patient. Onyx residue was observed within the micro catheter hub. No damages or issues were found with the hub. Inspection of the remainder of the device, apart from the observed separation, revealed no other damage or irregularities. The tubing material at the distal broken end exhibited with jagged edges and stretching. An unsuccessful attempt was made to flush the micro catheter as it was found to be occluded with onyx. No other anomalies were observed. The product analysis does not suggest a potential or confirmed manufacturing issue. Based on the reported information and device analysis, the clinical observation was confirmed. It is likely that the micro catheter became entrapped during the embolization procedure due to excessive onyx reflux. Consequently, excessive tension was then applied to the micro catheter resulting in the separation of the micro catheter shaft. It is likely the micro catheter was pulled beyond the 20cm limit noted in the IFU (instructions for use). The tubing material at the distal separated end of the micro catheter exhibited plastic deformation (jagged edges and stretching) which indicated the micro catheter separated when exceeding the tensile strength of the tubing material. Per the apollo IFU (instructions for use): ¿regardless of the liquid embolic being used, leave a gap between the reflux and the proximal marker band. Excessive reflux may result in difficult catheter removal. Do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation, proximal to the detachment zone. Per the onyx les IFU: ¿do not allow more than 1 cm of the onyx les to reflux back over catheter tip. Angioarchitecture, vasospasm, excessive onyx les reflux, or prolonged injection time may result in difficult catheter removal and potential entrapment.¿ the product analysis does not suggest a potential or confirmed manufacturing issue; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. No corrective action is required at this time. In addition, these types of events will be monitored as part of post market vigilance complaint trending and monitoring.

Manufacturer narrative:
The apollo catheter has not yet been returned, however the device is expected to return for evaluation. Once received and evaluation has been completed, a supplemental report will be submitted. Please reference MDR 2029214-2017-00392 for the onyx referenced in this event.

Event description:
Medtronic received information that during onyx embolization procedure there was reflux slightly above the detachment zone on the catheter. When removing the apollo micro catheter, the tip would not detach. The reflux inhibited the detachment. When pulling with higher force, the apollo detached at a more proximal location (approximately 10cm from the tip). The patient was receiving onyx embolization to treat a fistula located in the frontobasal ethmoidal branch of the ophthalmic artery. The vessel tortuosity was moderate to high. The access vessel and diameter was via the ophthalmic artery approximately 1mm in diameter. There was no friction or resistance during delivery of the onyx and the injection rate was 1ml/30 minutes. The remaining part of the apollo was fixed at the height of the carotis syphon by using a 5x25 stent. The patient was placed on dual platelet therapy due to securing the piece of the apollo with a stent. The angiographic evidence post procedure was a successful embolization. There were no neurological symptoms associated to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.